Manufacturer narrative:
Summary of evaluation: the tibial inserts were visually inspected as received. The anterior locking tab of the insert exhibits some to insignicant distortion as a result of the intra operative assembly procedure. A dimensional inspection of the baseplate foudn that all dimensions relating to insert mating met design requirements. The insert was found to have two or three dimensions of the anterior locking tab slighty out of tolerance due to intra-operative induced distortion, while all other related attributes met design conditions. Engineering evaluation has been initiated and is continuing in effort to determine the affects of tolerance extremes on insert potential laxity.

Event description:
The insert fits loosely in the baseplate. There was no adverse consequence for the pt or delay in surgical or anesthesia time.